Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experiencing low blood glucose level. Customer¿s blood glucose level was 2.2 mmol/l. Customer¿s other relevant blood glucose levels were 12.9 mmol/l, 5.2 mmol/l and 8.9 mmol/l. Customer was treated with food. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege that the insulin pump was over delivering. Customer performed self test however hardware low level failures alarm was occurred on the insulin pump. The insulin pump will not be returned for analysis.